Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (192) loose 3/10cc, 6mm syringes. Customer states that the printing of the syringe scale mark was wrong. Thirty out of 192 returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch # 0209889 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 158 bd insulin syringes with the bd ultra-fine¿ needle had misaligned scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the patient stated that there was the printing of the syringe scale mark was wrong."